Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) behavior. The battery was suspected to be depleting more quickly than expected. This device was replaced and is not expected to be returned. No additional adverse patient effects were reported.